Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly. .

Manufacturer narrative:
D10: (B)(4) - 02-012-44-5015 - logic tibia implant psc insert, sz 5, 15mm. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2022-01077. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 115 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, loosening, pain, discomfort, gait impairment, and difficulty walking. Initial surgery and revision surgery operative notes were provided. It was noted that the femoral and tibial implants were removed with minimal bone loss. The patient was revised to a competitor's devices. No further issues or complications were reported. The patient was transferred to the recovery room in stable condition. No additional information is available.